Event description:
It was reported that the post implant, the patient was discharged home. The patient experienced several therapies at home and later expired at the hospital after unsuccessful rescue attempts. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.